Manufacturer narrative:
This is our final report on this issue

Event description:
The customer reported five false positive results with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the results were visually clearly negative. The customer did neither return the supposedly defective product lot for investigational testing nor the patient samples that caused false positive test results. Therefore our quality control (qc) laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An investigation of the evaluation on the ih-1000 was not possible because neither images nor data were provided.

Manufacturer narrative:
This is our initial report on this issue.

Event description:
The customer reported five false positive results with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the results were visually clearly negative. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that caused the false positives. Therefore our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still waiting for the trace files of the instrument to investigate the issue.